Event description:
According to the literature, a retrospective study aimed to evaluate the precision and safety outcomes of image-guided lung percutaneous thermal ablation methods in patients with lung tumors between 2011 and 2021. Radiofrequency ablation and microwave ablation were used. Cool-tip or a competitor device was used for radiofrequency ablations. Emprint or a competitor device was used for microwave ablation. There were 495 ablations performed in 202 patients. Postoperative complications included: pneumothorax, air emboli, parenchymal hemorrhage, hemothorax, hemoptysis, and pleural effusion. Pigtail insertion was required for pneumothorax, pleural effusion, hemoptysis and hemothorax. One patient required a chest tube to treat pleural effusion, hemoptysis, and hemothorax. One patient required admission to the intensive care unit due to an air embolism induced by artificial pneumothorax, which was subsequently resolved. Risk factors associated with pneumothorax include copd and smoking which can weaken lung tissue and make it more susceptible to damage during procedures.

Manufacturer narrative:
D10 concomitant products: unk emprint ant, unknown emprint antenna (lot#unknown) unknown cool ti, unknown cool tip elecrtrode (lot#unknown) unknown cool ti, unknown cool tip elecrtrode (lot#unknown) unk emprint ant, unknown emprint antenna (lot#unknown) unknown cool ti, unknown cool tip elecrtrode (lot#unknown) references: frank cheau-feng lin, 2024, enhancing precision in lung tumor ablation through innovations in CT-guided technique and angle control. Thorac cancer. 2024;15:867¿877. Doi: 10.1111/1759-7714.15255. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (coding updated) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study aimed to evaluate the precision and safety outcomes of image-guided lung percutaneous thermal ablation methods in patients with lung tumors between 2011 and 2021. Radiofrequency ablation and microwave ablation were used. Cool-tip or a competitor device was used for radiofrequency ablations. A competitor device was used for microwave ablation. There were 495 ablations performed in 202 patients. Postoperative complications included: pneumothorax, air emboli, parenchymal hemorrhage, hemothorax, hemoptysis, and pleural effusion. Pigtail insertion was required for pneumothorax, pleural effusion, hemoptysis and hemothorax. One patient required a chest tube to treat pleural effusion, hemoptysis, and hemothorax. One patient required admission to the intensive care unit due to an air embolism induced by artificial pneumothorax, which was subsequently resolved. Risk factors associated with pneumothorax include copd and smoking which can weaken lung tissue and make it more susceptible to damage during procedures. None of the complications came from medtronic ablation products.